Event description:
A user facility reports that during intraocular lens (iol) implant surgery, a haptic was noted to be broken after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.